Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to the release of product. One decontaminated sample without the lot number or original packaging was received at the manufacturing site for evaluation. Upon a visual and functional evaluation of the sample, the reported issue was confirmed; the separation of the purple connector was observed. As part of continuous improvements, a formal investigation has been opened to determine the root cause and implement the appropriate corrective actions to prevent the recurrence of the reported issue. This complaint will be used for qa tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device was replaced due to the purple end cap breaking off. There was no patient injury.